Event description:
The customer reported via phone call that the insulin pump is stuck in the fill cannula menu and customer is unable to complete the rewind process. Customer was advised to disconnect, change the infusion set and prime again. Customer stated that the device is still stuck in the fill cannula menu. Blood glucose value was 6.3 mmol/l. Customer was advised the insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no prime fill anomaly noted. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has cracked reservoir tube lip.